Event description:
A customer reported an altitude alarm on their pump. The reported blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on the customer¿s blood glucose level. The customer did not regularly clean the speaker holes, which can trigger such alarms. Technical support provided tips for preventing altitude alarms, and the customer acknowledged these. The customer replaced the cartridge, after which the pump resumed normal operation.